Manufacturer narrative:
Testing and investigation found the touchscreen response was intermittent and would not calibrate. A visual inspection found contamination due to fluid spillage on the edge at the bottom the lcd touchscreen. A probable cause of the customer complaint is a defective touch screen. This was due to contamination on touch screen caused by fluid ingress which altered the characteristics of the touch screen. The probable cause of ingress may be due to use of the device in the customer environment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device touchscreen was out of calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.